Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Upon receipt at guidant corporation preliminary analysis indicates that this device did not meet expected longevity.